Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue isp. During the procedure, after the catheter was tunneled and introduced into the peel-away sheath, the severed portion of the catheter had to be retrieved via groin access using a snare. The procedure was completed by another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport clearvue isp implantable port with an attached catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The port body was patent to both infusion and aspiration. No leaks were observed. Aspiration was attempted and was successful as water fully returned to the attached in-house syringe. A complete diagonal break was observed to the attached catheter segment. The second catheter segment was returned. A complete diagonal break was observed to the proximal end of the second catheter segment. A complete diagonal break was observed to the distal end of the second catheter segment. The surfaces of all breaks were noted to be glossy with striations and residue throughout indicating they were cut with sharp instrument. Therefore, the investigation is inconclusive for the reported fracture and material separation issues as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue isp. During the procedure, after the catheter was tunneled and introduced into the peel-away sheath, the severed portion of the catheter had to be retrieved via groin access using a snare. The procedure was completed by another device. There was no reported patient injury.